Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. The dialyzer was disinfected with bleach and flushed before taking a picture of the particulate matter. The sample was then sent to the supplier for further evaluation. This complaint could not be confirmed in the lab. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report is the result of a customer contacting baxter. The customer reported that during prefilling, it was noted there was a black strip of pm floating near the arterial port. The pm could not be eliminated from the hemofilter by the saline water. No patient injury or medical intervention was reported along with this complaint.